Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp for evaluation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The pt was transported to this hospital because of anaphylactoid reaction, such as facial swelling, that had occurred in 20-30 minutes after the use of this product (teruplug). The reaction, however, subsided soon without any treatment. The identification of causative substance is ongoing in this hospital.